Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer is reusing and refilling cartridges. Tandem technical support informed customer that reusing and refilling cartridges is off label per the tandem user guide. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer was running exercise mode over night. . Reportedly, the customer's child assisted with providing the low carbohydrates to address the low bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.